Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. No patient manipulation or trauma to the device site occurred that could have contributed to the reported event. Diagnostic tests performed at initial implantation surgery were within normal limits. It was indicated that the patient's device has been programmed off and that revision surgery is likely. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.